Manufacturer narrative:
Critical pump error (open book image) alarm appeared during boot up. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and self-test due to critical pump error (open book image). Unable to test for alleged no reservoir alarm due to critical pump error (open book) preventing further testing. Pump was cut open to perform visual inspection and moisture/physical damage on the electronic assembly was not found. Successfully downloaded history files and traces using thump to download history files and pump error 63 (line=501 file=643) was confirmed in the history files on 09/23/2025 11:56:13.000 through 09/25/2025 07:36:16.000 due to electronic assembly alarm, causing a critical pump error (open book image). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, scratched case, and pillowing keypad overlay. The customer¿s alleged no reservoir alarm was unknown when unit's critical pump error (open book) prevented further testing. However, allegations of critical pump error (open book image) alarm were confirmed when pump error 63 was found due to error with electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image and got a reservoir empty message. The customer reported no adverse event. The event involved product(s) mmt-1885a. Troubleshooting was performed, explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885a was requested, and the customer's response was that the device would be returned.